Manufacturer narrative:
Could not confirm failure related to alarm occlusion.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. It was also reported that the customer received an occlusion alarm while attempting to deliver a bolus. Contact reported customer experienced an elevated blood glucose (bg) level of 281 (mg/dl) and manual injection was delivered to address bg levels. Due to the occlusion alarm occurring prior to supplies being changed, troubleshooting for occlusion was unable to be performed by tandem technical support. It was indicated that manual injections would be used for back up therapy.